Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. What is the condition of the patient? No issues. What tissue/location was suturing when needle came off occurred? Knee. Procedure name and date? Total knee. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee on (B)(6) 2020 and suture was used. The needle made one pass into the skin and the needle came off. This happened before the surgeon gave it a good pull. The needle was not wedged on very good. There were no patient consequences reported. Additional information was requested.